Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) resulting in asystole greater than two seconds. Pacing impedance measurements were also found to be high out of range. Reprogramming options were discussed. No additional adverse patient effects were reported. At this time, this lead remains in service.